Event description:
A false negative advia centaur xp (B)(6) result was obtained by the customer on a patient sample and considered discordant when compared to alternate (B)(6) test method results. There was no known report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00140 0n 06/27/2013 for a false negative patient result. On 07/31/2013 - corrected information: the initial patient information that was provided for a (B)(6) result when compared to alternate (B)(6) test method results was reported in error. The patient result was for a (B)(6) result and considered discordant when compared to other alternate (B)(6) test method results. The patient is (B)(6) and brought to the hospital due to gastrointestinal hemorrhage on (B)(6). Testing prior to blood transfusion indicated hcv positive. Patient's diagnosis: rectal cancer, superficial gastritis, hypertension and hyperuricemia. Hcv results: advia centaur xp (B)(6). Alternate (B)(6) test method results: (B)(6). On 07/31/2013 - additional customer information: advia centaur hcv reagent lot # 236. On 07/31/2013 - additional test information: the customer provided patient samples for further investigation by siemens. The patient test samples were run on multiple advia centaur hcv reagent lots and was also tested for non-specific reactivity. Siemens advia centaur hcv test results: (B)(6). Conclusion: the siemens advia centaur hcv test results were (B)(6) as observed by the customer. The patient samples were reactive when tested on multiple reagent lots and this is not considered a reagent lot or site specific issue. The reactive non-specific test result indicates an unknown interfering substance.

Manufacturer narrative:
The cause for the negative hcv (B)(6) result on the advia centaur xp system when compared to the positive alternate (B)(6) test method results is unknown. Siemens has inquired if the patient sample is available for further investigation. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(4) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."